Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device lost power after analyzing the patient's rhythm, giving a "shock advised" message and then giving a low battery message. The customer advised that they had a back up device available, which was successfully used on the patient to provide required defibrillation therapy. The patient did survive the event and reportedly did not suffer any adverse effects as a result. The customer was unable to determine if the battery was normally depleted or if another battery functioned normally.

Manufacturer narrative:
The customer advised physio-control that they have decided not to proceed with any repair or evaluation options.  The customer has decided that they are permanently removing their device from service and trading it in for a replacement.  The device has not been returned to physio for evaluation. The cause of the reported issue cannot be determined.